Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of difficulty inserting the guide wire through the catheter over needle was confirmed. The customer returned one guide wire and one catheter from the catheter over needle assembly. The needle was not returned. Visual examination of the returned guide wire revealed that the coils are kinked and offset at approximately 0.4 cm from the proximal end. The guide wire is also kinked at approximately 23.0 cm and 46.8 cm from the proximal end. A manual tug test was performed on both ends of the guide wire and it revealed both welds are intact. Microscopic examination of the guide wire confirmed the kinks and confirmed that both welds are intact and spherical. The total length of the returned guide wire measured approximately 68.5 cm which is not within specification of 59.6-60.4 cm. The outside diameter (od) of the guide wire measured approximately 0.846 mm which is out of specification of 0.788-0.826 mm. A functional inspection was performed by attempting to thread the returned guide wire through the returned catheter. The guide wire would thread, but with resistance met at the kinked locations. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. Other remarks: the device history record review was performed and did not reveal any manufacturing related issues. The returned guide wire is not the correct size of the wire packaged in this kit. Therefore, the origin of the returned wire and the cause of the defect observed in the wire cannot be determined. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the user was not able to pass the guide wire through the catheter over needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.